Event description:
It was reported that the insulin gauge displayed an amount different than expected, leading to a fill estimate issue. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer filled the cartridge with cold insulin. Technical support educated the caller on using room temperature insulin when filling the cartridge and assisted in loading a new cartridge. The problem was resolved after the caller loaded another cartridge with room temperature insulin.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.